Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept filling up with air bubbles. The customer's blood glucose was 98 mg/dl at the time of incident. The customer also stated that the air bubbles were medium size would turn into a large air bubble. The customer stated that they stored the insulin within the meter pouch. It was explained to the customer that having insulin vial in the meter pouch moving around with it or having it in purse will create air bubbles. The reservoir will be returned for analysis.